Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged low battery alarm on event date 28-september-2021. Insulin pump passed sleep current measurement, active current measurement, self test, displacement test and p-cap locks properly into the reservoir compartment. Insulin pump successfully downloaded trace/history file using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. The following alarms/alerts were noted in history files: low battery alert (104) on 09/28/2021 10:17:00.00 and power loss alarm (6) on 09/28/2021 11:04:14.000. Low battery alerts confirmed in the insulin pump history on 09/28/2021 10:17:00.00 and on 09/13/2021 19:02:00.000. The electronic assemblies were inspected and moisture damage on electrical board and force sensor were noted. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, overlay scratched, keypad overlay peeling, dog chew marks, scratched case, missing display window cover, cracked case (battery tube), battery tube threads - cracked, missing serial number label and label damage (faded end cap address label). In summary, battery change occurred after 1 week. Unexpected battery power loss not confirmed, however, moisture damage noted on electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had battery low alarm and was not turning on. Customer had tried three new batteries but none of them turned the insulin pump on. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.